Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's files were corrupt, and after re-boot the system repaired on its own. The system was tested and found to be working as intended and put back into service.